Manufacturer narrative:
(B)(4). The insulin pump was received with unresponsive all the buttons due to broken keypad trace.

Event description:
Information received by medtronic indicated that the insulin pump had lot of stuck button issues. The customer has been having this issue for about a two weeks and he was finally calling about the problem. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button, center button, left and down. Customer stated using the up arrow allows them to navigate screens also the left arrow was very bad at responding to clicking. Customer stated the issues frequency was a couple times a day. Customer stated the insulin pump was exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.